Manufacturer narrative:
The customer reported that they will not return the defective pcb (printed circuit board) for evaluation. Therefore, no root cause could be determined. However, the customer troubleshoots the unit and replaced main pcb (printed circuit board). Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information was received.

Event description:
It was reported to vyaire medical that the vela ventilator inspiratory pressure would not rise while connected to a patient. The patient was removed from the suspect device and transferred to another ventilator. The customer confirmed that there is no patient harm associated with this event.